Event description:
The user is questioning the functionality of the device during a patient use event where the patient did not survive.

Manufacturer narrative:
(B)(4). Device evaluation pending. A 510(k): k111693.